Event description:
Patient's wife reported that the patient is no longer using ml and switching to another incontinence device. Product specialist asked if there was reason why, and she stated the men's liberty (ml) kept coming off. Product specialist advised that they can do some troubleshooting to help with ml coming off, and patient's wife said she is not interested because he also had a uti recently and was in the hospital. She stated they aren't sure what caused it. Patient's wife did not want to go over any troubleshooting or answer any further questions. Patient's wife was unable to supply a lot # or further product information.

Manufacturer narrative:
Patient's wife was unable to supply a lot number or further product use information, so manufacturing records were unable to be reviewed for any discrepancies or nonconformances associated with the device used. Patient was a new user, and doctor's notes confirming infection or medical history are not on file and not received for this report. Patient's wife was unable to supply how the patient was using the device, so the cause of this report is unclear. Complaint will be updated if more information is provided by the patient or doctor's notes confirming infection are received. Unable to confirm complaint of uti with the information provided. This is a risk management expected event as incontinence patients are at a higher risk for infection. There is no indication that the device failed to meet specifications or malfunctioned. There is no confirmed history of infection related to our product. There is no indication that the reported infection was at all permanent or impairing. As a show of an abundance of caution, the complaint will be reported.